Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 693565, lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert (lia) on the right ventricular (rv) lead for short ventricular intervals and high rate non-sustained episodes. It was noted the rv lead had fractured. During the rv lead replacement procedure, after placing the lead in the device, it was noted there was a grommet issue with the implantable cardioverter defibrillator (ICD). It was noted that the grommet came out and the physician was unable to place it back into the device. The rv lead was capped and replaced, and the device was explanted and replaced. No patient complications have been reported as a result of this event.